Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for chronic lower back pain. It was reported that the patient¿s therapy was not working/was not good. The patient was in pain and it was reported that the pain had been on and off for the last several months. Stimulation would sometimes start and sometimes it wouldn¿t. They could not turn stimulation on or off with either the patient programmer or the recharger. The patient was not feeling stimulation. It was also reported that the patient¿s implant site hurt and that sometimes they couldn¿t touch it. They stated that the implant side would occasionally hurt in the past, but not like it does now. The pain, loss of stimulation and not being able to connect their external devices with the implant began the last several months in 2016. The elective replacement indicator/end of service (eri/eos) messages were reviewed with the patient and it was reported that the patient thought they saw an eos message probably three years ago. They said their healthcare provider told them it meant they needed to change the batteries in their programmer. It was recommended that they follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.